Event description:
The customer reported smoke was observed from the abbott microcentrifuge after accidentally plugging the microcentrifuge into a 220v socket. The recommended voltage is 110v. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Use error contributed to this issue as the customer accidently plugged the centrifuge into a 220v outlet instead of a 110v outlet as required. The centrifuge was replaced which resolved the issue. The service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the centrifuge was replaced. The operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported smoke was observed from the abbott microcentrifuge after accidentally plugging the microcentrifuge into a 220v socket. The recommended voltage is 110v. No impact to patient management or user safety was reported